Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction of "air display"; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "air display" was not confirmed or duplicated by baxter personnel. Therefore, there was no root cause determined and there was no repair made. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.